Manufacturer narrative:
Reported event: an event regarding revision due to pain involving a secur fit stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: c-taper sleeve +5 lot 41225001; cat#unk_jr; lot#unknown; unitrax modular endo head 47mm; cat#6942-5-047; lot#a12t311; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Product not returned.

Event description:
It was reported that patient's hip was revised due to pain.